Manufacturer narrative:
The device was received for evaluation. Visual inspection confirmed a black display screen and punctured display cover. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the black screen was determined to be failed pixels and a cracked lcd screen. The lcd requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the display on a spectrum iq pump was not working. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.